Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Message was received that the user was re-implanted. No further information currently available.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. Further in situ measurements show two channels involved in a short circuit due to undetermined reasons. However to determine an exact root cause a device investigation would be necessary. The explanted device has not been received for investigation yet.

Event description:
Reportedly the implant was defective. The user reported pain with stimulation. The user has been re-implanted.

Event description:
Reportedly the implant was defective. The user reported pain with stimulation. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. Further in situ measurements showed two channels involved in a short circuit due to undetermined reasons. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.